Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned which appears to show fluid accumulating on the outside of a filter body on a plumset. No damage or leak source can be identified from the information provided. A device history review for lot# 4552496 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. The complaint can be confirmed, the probable cause cannot be determined from the information provided.

Event description:
The event involved a primary plum set where unspecified chemotherapy drugs leaked from the pump set filter. There was no damage reported and the external appearance of the device was normal. There was no report of adverse event.